Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the customer returned one ez-io driver that did not exhibit any physical damage or abnormalities. The red led flashed when the trigger was activated. When attempting to assess the rpm with no load, the driver powered off. An evaluation of the battery pack and firmware indicated that the device had less than 10% of its original battery life remaining. The product instructions states: "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining. Purchase and replace the ez-io power driver when the red led begins blinking." The report that the driver showed the green led was not confirmed but the report that the driver stopped during use was confirmed. No device deficiencies were identified during the investigation as the led properly flashed red based on the large charge count. The potential root cause is operational context, the driver was past its useful life.

Event description:
It was reported that the ez-io needle was inserted into the proximal tibia of a strongly boned man. The device did not show any defects and the green indicator light was on. During the procedure, the driver motor stopped suddenly and the red light came on. The driver was restarted and moved twice for 1 second without penetrating the bone and then nothing. The nurse kept pulling the trigger but there was no sound. The nurse did not feel the usual "aspiration". She then changed to the tibia for another insertion with a different driver borrowed from the rescue unit. When she went to change the driver in the maintenance unit, it worked during the test off load. It was noted that this was the first time she's failed with and ez-io insertion.